Event description:
It was reported that the user experienced low blood glucose, with a sensor reading of 65 mg/dl and subsequent rise to 67 mg/dl after consuming two cheese sandwiches, without access to fast-acting carbohydrates or fingerstick supplies. Symptoms included hypoglycemia. Outcomes included self-management at home without escalation. Investigation included user troubleshooting and education on monitoring and keeping fast-acting carbohydrates available for treatment of low blood glucose. Investigation of this case revealed no device malfunction or component failure and no device interaction contributing to the event, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.